Manufacturer narrative:
Maquet (B)(4), USA submits this report on behalf of the legal MFR of the device maquet (B)(4). During service the tech found the unit formed no ice block. It was unable to fully test cooling function. A supplemental medwatch will be submitted as soon as additional info becomes available.

Manufacturer narrative:
"The unit was unplugged, not in use, in a storage room for months. The valves were completely corroded and "frozen", not functioning." The technician replaced the corroded stop/shunt valves and the 2-way valve. The unit was tested to factory specifications. All tests were performed successfully. The unit has been returned to service. Please note (B)(4) (8010762-2015-00333).

Event description:
Description from the service report: the unit formed no ice block. Unable to fully test cooling function. No patient was involved. The malfunction was detected during service/ maintenance. (B)(4).